Event description:
Boston scientific received information that this patient may have developed a system infection. The system includes a cardiac resynchronization therapy defibrillator (crt-d), as well as transvenous right atrial (ra), right ventricular (rv), and left ventricular (lv) leads.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation, and current records suggest that these products remain implanted at this time. This event will be updated if any additional information becomes available.